Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted proximal gastrectomy procedure, the doctor performed esophagogastric anastomosis with the device. The connection between the handle and anvil was stiff. The esophagus was torn after the anastomosis. The doctor attempted to pull out the handle from the anastomosis but the anvil stuck on the tissue and could not be pulled out. The device was removed from the tissue by force but no tissue damage was caused. The procedure was completed with manual suturing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.